Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patient presented complaining of dizziness and chest suppression. The device was interrogated, however programming data was not available as the device had reached elective replacement indicator (eri) and could not pace. The device was explanted and replaced. No further patient complications have been reported as a result of this event.